Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the u-navlock lumber probe had a deformed tip. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the tip of the returned probe is not bent as was reported, but there are impact marks at the back end causing fit issues with the mating tracker. The system then passed the system checkout and was found to be fully functional.. If information is provided in the future, a supplemental report will be issued.